Event description:
Event description guidant received information that the patient with this cardiac resynchronization defibrillator (crt-d) died one week after implant. After reading about the product advisory issued on this model device, the patient's wife is convinced the crt-d was defective and most likely caused his death as she does not recall it delivering any shocks.